Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, an edwards transcatheter heart valve "failed". At this time no additional information has been provided as to the model, serial number, or approach used. Follow-up attempts are ongoing. Patient demographics have not been obtained.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings. Inadvertently marked the h1. The unknown valve model number was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Per the event details, the implantation date of transcatheter aortic valve replacement (tavr) was unknown. And the valve serial number and use of the delivery system were unknown. So, the exact IFU was unable to be determined. However, all circulating ifus have similar instructions for warnings, precautions, and potential adverse events. Therefore, representative content herein was included from the most recent effective IFU for a sapien 3 thv with the commander delivery system. The complaint for valve degeneration was unable to be confirmed due to the unavailability of relevant imagery/medical records provided for evaluation. Since the valve serial number was not provided, a review of the DHR was unable to be performed to confirm that no manufacturing non-conformances potentially contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all edwards' sapien valves (e.g. S3, s3u, s3ur) are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "it was a case of an implant of edwards transcatheter heart valve. A valve failure was noticed". Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the reason for the reported valve failure is unknown. Due to limited information, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.